Event description:
Pt had the clarion hi-focus cochlear implant surgery done. Shortly after they went to see their surgeon on 3 separate visits to complain of fluid leaking through their nose unablated and nothing was done to correct the problem. A short time later about a week and a half to two weeks later pt developed spinal meningitis from the surgery. Pt complained of immense ear pain and stiff neck, severe back pain, feeling lethargic, vomitting and severe headache so they admitted themselves to hosp and was diagnosed with spinal meningitis. Pt was told if they had waited any longer there was a good chance that death could have resulted. Pt was hospitalized for a few weeks to undergo massive antibiotic treatment and a spinal drain. It was the worst experience of their life by far.